Event description:
A contour ureteral stent was being prepared for a procedure. According to the complainant, upon removing the suture from the stent, prior to placement, it was noted that the proximal end of the stent was torn. The procedure was completed with another of the same device and there were no patient complications as a result of this event.

Manufacturer narrative:
As received, a visual evaluation found that the stent had been torn in two pieces. The suture had been cut, but was still looped through the proximal remnant of the stent. The proximal 4.6 centimeters of the stent had been torn off and the tear was found to be jagged and angled. A review of the device history record was not performed as no lot number was provided. Additionally, with no lot number, expiration and manufacturing dates are not known.